Manufacturer narrative:
The t:slim x2g5 user guide states: your t:slim g4 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred after the pump had been exposed to water. Customer's blood glucose level was 336 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.